Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system station was frozen on a blue screen. A field service engineer manually updated the rss to version 4.12 and addressed the issue related to the maintenance application that was failing to launch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had problems with bio ID, the system has been rebooted but is not completing the boot process. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.